Event description:
It is reported that the end-user with a six (6) month history of a rash located under the ostomy tape border sought treatment from a dermatologist who administered a prescription cream, which end-user is applying only at nights. It is further reported that product wear time is only two (2) days and that taping and heat caused rash and urine leaks under wafer. Lastly, report states that end-user saw a dermatologist on (B)(6) 2014 who started end-user on fluocinonide cream and was advised to start applying an over the counter (otc) antifungal powder under pouch.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that skincare was reviewed and stoma assessment completed, and the following products are used for cleansing skin: uses (B)(4) soap; skin integrity wound cleanser and occasional stomahesive powder. It is further reported that end-user tapes lower border of wafer with (B)(4) tape; discussed need for convexity; crusting techniques were reviewed, and lastly end-user was advised to stop using (B)(4) soap and wound cleanser, but to use a mild soap (B)(4) for cleansing skin. End-user has (B)(4) wipes; sending samples, and will notify convatec if condition persists. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted. Reported to the FDA on (B)(4) 2014. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.